Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ insulin syringe with ultra-fine¿ needle had flocculent impurities on the surface of the syringe.

Event description:
It was reported that a bd¿ insulin syringe with ultra-fine¿ needle had flocculent impurities on the surface of the syringe.

Manufacturer narrative:
Investigation summary: customer returned (4) 1cc, 12.7mm, 29g syringes in an open poly bag from lot#: 7198505. Customer states that flocculent impurities were found on the surface of the syringe. All returned syringes were examined under the microscope and all samples exhibited small, clear clumps of material on the surface of the cannula shaft. Also, one sample exhibited an orange piece of material on the surface of the cannula shaft. A small portion of this each of these materials was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that the clear material is most likely silicone while the orange material is most likely polyethylene mixed with silicone. Samples were forwarded to manufacturing (holdrege) on 21nov2018 for further review. On 26nov2018, holdrege received four (4) 1ml, 12.7mm, 29g syringes in an opened polybag from batch#: 7198505. All samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Three (3) of the four (4) returned samples exhibited a clear fluid along the shaft of the cannula. One (1) returned sample also exhibited an orange filament-like material on the exterior of the cannula. Per ftir analysis the clear fluid is most likely silicone and the filament likely represents "angelhair". This is created when we move components from one line to another via the tube ¿pea shooters¿. A review of the device history record was completed for batch#: 7198505. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for foreign matter on needle on lot#: 7198505. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time.